Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. There was wound dehiscence noted on the patient's wounds from a recent pacemaker implant procedure. The physician elected to explant the pacemaker and conduct anti-infective therapy. A new replacement pacemaker was implanted several days later on (B)(6) 2021. The patient was in stable condition.